Event description:
It was reported that during a procedure of a predilated heavily calcified, distal circumflex lesion, the 2.5 x 18 mm promus was advanced, but could not cross the target lesion. Force was used during advancing and when removing the device the shaft separated. The device was removed without incident. A non-abbott stent and balloon were used to complete the procedure. There was no reported patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood visible in the guide wire lumen, on the balloon, stent and on the shaft, consistent with the sds being advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameter were measured and met manufacturing criteria. The hypotube and jacket were separated distal to the strain relief tubing, confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation. The jacket material was stretched at the separation. There were multiple bends and kinks noted to the sds. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The patient anatomy was heavily calcified which likely contributed to the reported difficulty. It is likely that as resistance was encountered; force was applied, resulting in the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. It should be noted the promus instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for hypotube separations for this lot. There is no lot specific product quality deficiency. In this case, the reported difficulty appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacturing line before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient age estimated; reported as 18 plus. Guide wire: runthrough; guide cath: mach 1. Device (B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.